Event description:
It is reported that a customer experienced low blood glucose of 42-80 mg/dl. The customer suspended their pump because they were running low on blood glucose but resumes pump therapy at 2 am with a blood glucose level of 120 mg/dl. The customer declined assistance with trouble shooting from the help line. The customer was informed that there could be many reasons for low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.